Event description:
The consumer states the seat has cracked and is pinching her buttocks.

Manufacturer narrative:
This product was made by invacare at either invamex or aquatec and invacare has chosen to file this report utilizing the invamex cfn/fei registration.